Event description:
The 30mm amplatzer septal occluder (aso) migrated with subsequent residual shunt. The patient was sent for elective surgery for aso removal. Additional information is not available and is not anticipated.

Manufacturer narrative:
Gtin number: unknown (B)(4). The results of this investigation are inconclusive because the aso was not returned for evaluation. A review of the device history record could not be completed because the batch/lot number was not provided. There was no evidence to suggest there was an intrinsic defect in the aso, and the cause for the reported event remains unknown.